Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure, but was not used on a patient. Upon opening the package, the needle was discovered to be disengaged from the suture thread. Another suture was used to complete the procedure. No patient injury or extension in surgical time. Patient status is no problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of received one device opened by the account. The event report alleges the product was used in a surgical procedure. The visual inspection of the sample noted one needle. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Unfortunately, since no sealed samples were received, a needle attachment test could not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.